Manufacturer narrative:
The guidewire was discarded by the user; therefore, investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that a male patient was admitted to the hospital due to a cardiopulmonary resuscitation (CPR) problem, the interventionist was able to insert the solex 7 heparin catheter in the patient's left internal jugular, about 20cm over the wire, then the solex catheter could not be pushed further. The guidewire was unable or difficult to remove. The position of the catheter in relation to the guidewire could not be changed. The guidewire and solex catheter were removed. The same incident occurred with a second solex catheter, user replaced the second catheter. The user was able to use a third solex catheter to complete the ivtm thermogard treatment without problems. One of the solex catheter was discarded, but the other solex catheter would be returned for evaluation. User have not received any indication of a pre-bent/damaged guidewire. Guidewire was discarded. No different temperature management procedures were performed. There were no ivtm thermogard system alarms noted. No consequences or impact to patient. Related MFR number 3010617000-2019-00271, solex catheter, lot 86347 and MFR number 3010617000-2019-00274, solex catheter, lot 86948.